Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-linear leads: upn: m365db2202450. Model: db-2202-45. Serial: (B)(4). Batch: 7076559. Product family: dbs-linear leads: upn: m365db2202450. Model: db-2202-45. Serial: (B)(4). Batch: 7076618. Product family: dbs-extension: upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(4). Batch: 7053915. Product family: dbs-extension: upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(4). Batch: 7053966. Product family: dbs-lead fixation: upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 25743492. Product family: dbs-lead fixation: upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 25776017.

Event description:
It was reported that the patient had a haircut where the barber grazed and opened the incision site behind the ear where the deep brain stimulation (dbs) leads and lead extensions were connected. Following this incident, the patient was able to see the lead extension wires and then noticed pus at the site. The physician assessed the infection was likely from the site being opened during the haircut. The patient then underwent the dbs system explant procedure and was administered antibiotics. There were no reported complications postoperatively. The location of the devices is unknown.